Manufacturer narrative:
For lot 0708, the monitoring samples were reviewed and found within specs for adhesion to steel and adhesive mass weight testing. Additional investigation information will be provided in a supplement report.

Event description:
Customer stated his iv3000 dressing falls completely off along with his infusion set when he sweats. He wears the iv3000 dressing in the shower without his infusion set, and the dressing does not come off. His blood sugar increased to 450 on two occasions and was controlled with a bolus of insulin. Outcomes attributed to adverse event: dressing and infusion set dislodged, elevated blood sugar.